Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead was introduced through a 9f introducer,sheath but presented very difficult progression. Many frictions in the introducer sheath were noted, and difficulties to retract the lead occurred. The rv lead coil seamed appeared to be uneven. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and the outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.